Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus and basal delivery. The customer's blood glucose (bg) level was 299 mg/dl. The customer changed the cartridge, infusion set tubing and site multiple times. A correction bolus via the pump was delivered to address the bg level. A system check was performed using the current supplies on the pump and the occlusion appeared to be within the cartridge. The customer was to change the cartridge.